Event description:
A medtronic representative reported finding a cannulated solar 5.5mm tap laying in a pile of non-sterile instruments at the site. The tap had a wire lodged inside and the medtronic representative was unable to remove the wire. A site representative, instruments coordinator, was unable to provide any details regarding when or how the instrument became damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement 5.5 tap shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that as reported, there is a guide wire broken off inside the tap. The end of the tap is also rolled out. Mechanical failure, occluded tap, directly caused event.